Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. Similar device sold in the us.

Event description:
The customer alleges that a solution leakage was confirmed during use. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned one used two-lumen cvc for evaluation. Functional testing was performed to find the leak site. The area of the leak was microscopically examined and the separate surfaces appeared smooth and uniform, indicating the leak occurred due to contact with a sharp object. The leak point was located 51 mm below the luer hub. A lab syringe was used to pass water through the distal line. A leak was found midway down the line. No issues were found with the proximal line. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product state not to secure, staple, and/or suture directly to the outside diameter of the catheter body or extension lines to reduce the risk of cutting or damaging the catheter. The customer reported issue of the extension line leaking during use was confirmed during the sample investigation. Visual and functional inspections were performed and the distal line was found to be leaking due to contact with a sharp object. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that a solution leakage was confirmed during use. The catheter was replaced.